Event description:
Healthcare professional reported right side deflation and "particles in valve". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g2.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h2, h3, h6. Device evaluation: visual analysis of the returned device identified: flat creases, linear opening, brown particles in valve. Leak test and microscopic analysis was performed which identified: a linear striated opening on patch assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Besides, observed particle in bond(p8: 4mm) it is out of specification per qa 199.06. It is located in valve and is assessed as workmanship. Based on the device analysis the final assessment is: a linear striated opening assessed as surgical damage consist in the use of some surgical tool. Particle in valve assessed as workmanship.

Event description:
Added "particles in valve".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.